Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned product found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed, therefore no problem was detected.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The patient underwent a surgical intervention to remove the device and implant a new product. No additional adverse patient effects were reported.